Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented with severe bradycardia due to their implantable pulse generator (ipg) reaching end of life (eol). Patient has been lost to follow-up. The device was removed and replaced. No patient complications have been reported as a result of this event.